Event description:
The pt experienced occasional withdrawal. Symptoms included headache, increased pain, nausea, vomiting, and weakness. The pt was seen in clinic in 2009, and a volume discrepancy was noted. The expected reservoir volume was 29.3 mls; the actual reservoir volume was 37mls. The hcp spent a few months trying different medications in the pump including morphine, dilaudid, clonidine and or bupivacaine. The pt was stabilized on oral medications. The hcp ordered a computerized tomography scan (the following month) to rule out the presence of an inflammatory mass. The test results were very ambiguous. The pt had a lot of hardware in their spine. The hcp did not think there was an inflammatory mass due to the low medication concentration and lack of other symptoms associated with inflammatory mass. The pump was delivering dilaudid 2mg/ml at 0.75 mg/day and bupivacaine 5mg/ml. A pump rotor study the following month, showed the pump was functioning as intended. A catheter dye study the same day was unable to be completed, due to technical issues. The hcp planned to revise the catheter. The hcp reported the event as an ongoing serious injury/illness. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.